Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the hgb drain pinch valves vl4 and vl6 were defective. The fse replaced the valves, which repaired the mismatching h&h. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported hemoglobin (hgb)and hematocrit (hct) (h&h) was not matching on samples run in auto mode on their coulter lh 750 hematology analyzer. The same samples were run in manual mode where hgb results were not matching for five patient samples. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event.